Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, suffering of pain, swelling, inflammation and damage to surrounding bone and tisse, and partial or complete lack of mobility.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed.

Manufacturer narrative:
The previously reported revision information was incorrect for this patient. (B)(4). Depuy still considers the investigation closed.

Manufacturer narrative:
**Update** (B)(4) 2012: patient fact sheet form was received. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Correction: device evaluation-method. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.